Event description:
Pt was implanted with 3.5 mm lcp olecranon plate and screw construct at the forearm on (B)(6) 2012. Pt was returned to the operating room in (B)(6) 2012, for removal of hardware. Pt complained that the plate was bothering him. The plate implanted was too long, forcing the surgeon to cut the plate that was cut was not "deburred" before it was implanted. Rough end of plate caused pt pain. It was reported that the explant surgeon suggested waiting until plate was in place for one year before removing it, pt was not willing to wait that long. Reportedly, the fracture had not completely healed when plate was removed, but the pt is doing well after explant. This is 7 of 7 reports for the same event.

Manufacturer narrative:
Reported date of explant is (B)(6) 2012. Pt is unsure of the exact date of explant. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.